Event description:
Black and green colored foreign matter was found on gloves in one freshly opened box of examination gloves in the dental clinic. All of the examination gloves with this lot number were removed from stock and returned to distributer, except two unopened boxes saved by infection control dept and those saved by microbiology.